Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable defibrillation lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms and high pacing threshold measurements. Subsequently, the patient presented to the emergency room with complaint of shortness of breath (sob). Additionally, the patient's heart rate was observed to drop into the low 40 beats per minute (bpm) range when laying down. The patient was pacemaker dependent. An x-ray was performed and revealed no anomalies, however, testing of the lead on a pacing system analyzer (psa) also revealed high out of range pacing impedance measurements. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.